Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was fully clip deployed. The sheath had been fully slit. There were tine marks found on the distal end of the sheath. The tine marks are consistent with the clip catching the end of the exchange sheath even though the clip was not returned. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and there were no abnormal observations found. Based on the investigation findings, the root cause could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician not trained in the use of the starclose se attempted arteriotomy of an unspecified vessel after an unspecified procedure. Reportedly, the device did not deploy. The method used to achieve hemostasis was not known. There was no adverse patient sequela reported. Though requested, no additional information was provided.